Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fph in (B)(4) for investigation. Our investigation is based on the information provided by the hospital, our knowledge of the product and previous similar complaints. Results: the hospital reported that the chamber was used for three days before it was found to be leaking and that the side of the chamber was damaged and had a crack. Conclusion: without the return of the complaint chamber we are unable to determine what may have caused the crack on the side of the chamber reported by the hospital. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that after three days of use the mr290v vented autofeed humidification chamber was leaking. This was found during patient therapy. No patient consequence was reported.